Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a btb acl reconstruction procedure, a 2.4mm guide pin w/eyelet (from kit (B)(4) lot 1215833) was used to establish femoral tunnel placement. While drilling, about 9cm of the pin snapped-off before it could exit the lateral side of the femur. The broken piece remained in the patient, unable to be retrieved. Surgeon stated: "pin intra-osseous. No intra-articular and not exta-osseous." The remaining portion was discarded by the facility. Cortical bone was hard. Another kit was used to complete the procedure.